Event description:
The customer reported blood and diluent leaked from the needle area of the instrument onto the counter involving coulter lh 780 hematology analyzer. The customer indicated residue on the tube stoppers. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this incident. The customer discontinued use of the instrument. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the needle bellows drained slowly, causing residual diluent and blood mixture in the bellows to leak out when the bellows collapsed to pierce a tube. The fse traced the needle bellows drain circuit to vc13 and checked the vacuum on the circuit. Vacuum was acceptable. The fse replaced check valve cv47b, but the bellows continued to drain slowly. The fse discovered check valve cv40b to be partially clogged, restricting the fluid waste pathway to vc13. The fse replaced check valve cv40b, and the needle bellows drained as expected, with no leaks at the needle. The fse performed three racks of samples and monitored the bellows for proper drainage; no errors were noted. The fse cleaned the leaked residue and verified the repair by successfully completing startup, latron, 5c, and retic controls. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).